Event description:
The customer reported something stuck in the port during reprocessing involving an olympus cystonephrofiberscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.